Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer report # : 2017865-2023-50679; 2017865-2023-50680. It was reported, that the patient presented at the emergency room on (B)(6) 2023. It was noted, that the pacemaker was infected, swollen and draining fluid. The patient stated, the area had been swollen for three weeks. The patient's entire system was explanted (B)(6) 2023, due to infection. The patient was discharged.